Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card received by manufacture in our (B)(4) office. It was for a vns re-implantation. Battery depletion was marked as the reason for replacement of their generator with near end of service = yes and lead discontinuity was marked as the reason for replacement. Surgery took place on (B)(6), 2011. Good faith attempts for further info are underway.